Event description:
During a pt exam, the operator released the vertical brakes in order to re-position the c-arm. The brakes were then not reapplied and the c-arm drifted downward. The c-arm made contact with a needle that was already in the pt's back and pushed the needle further into the pt. The needle was removed from the pt's back and the pt had an MRI exam that showed no adverse outcome from the incident.